Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced exposed mesh and dyspareunia. An excision of the mesh was performed. Subsequent treatments and/or therapies were also reported.